Manufacturer narrative:
Title: new generation devices for transfemoral transcatheter aortic valve replacement (boston scientific lotus valve and edwards sapien 3) are superior compared with last generation devices (edwards xt and medtronic corevalve) with respect to varc-2 outcome citation: journal of the american college of cardiology (2016) 68(18s):b301 (doi 10.1016/j.jacc.2016.09.157) authors: julia seeger, birgid gonska, christoph rodewald, wolfgang rottbauer, jochen wöhrle earliest date of e-publish/publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it cannot be determined whether this event has been previously reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature review regarding the 30 day outcomes of the ¿new generation¿ versus the ¿last generation¿ of transcatheter bioprosthetic aortic valves. All data were collected from between 2010 and 2015. The study population included 400 patients, 100 of which were implanted with medtronic corevalve. Among all patients implanted with a corevalve, adverse events included: 21 incidents of second or third degree heart block that were treated with the placement of a permanent pacemaker. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.